Event description:
It was reported the patient was admitted to the hospital complaining of intermittent dizzy spells. The device check and x-ray did not reveal any abnormalities. A 24 hour print out showed a few two second pauses. The physician suspected a "malfunction". The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data were also collected from the device and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analyzed. The device battery met the expected longevity and was found to have normal depletion.